Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the up arrow button was depressed and required multiple, hard presses to engage. The reporter noted the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/28/2013 device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive. There was evidence of contamination found under up arrow and contrast the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.